Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer stated that when she calibrated the insulin pump, the sensor glucose reading was 58 mg/dl and the blood glucose level was 454 mg/dl. Customer stated that the numbers were completely off and the cannulas are always bent when she removes the sensor. Customer inserts in the middle of the abdomen because she has a lot of scar tissue. Customer treated with the pump. Sensor glucose and blood glucose levels are not within an acceptable range. Sensor has been in place for 5 days. Customer was able to treat and bring down blood glucose level with the pump. In between breakfast and lunch, customer cannot calibrate between them. Customer was informed to call back before she removes anything since she is removing sensors at 5 days and not calling in for assistance. No additional information provided.